Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 1281 (mg/dl) and diabetic ketoacidosis. Prior to ER visit the customer delivered a bolus to address bg level. While hospitalized, the customer was treated with intravenous insulin and a sodium bicarbonate flush. The customer was released on (B)(6) 2016.